Event description:
It was reported there was air entrapped in the catheter. An opticross imaging catheter was selected for intravascular ultrasound examination of the target lesion. During preparation, it was found that the catheter could not be flushed properly, leaving air within the catheter. The catheter was replaced and another of the same device was used to complete the procedure. There were no patient complications.

Manufacturer narrative:
B3 date of event: 11/15/2025 used as approximate date of event as actual event is unknown.